Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: important information (update) to incident (broken plate) received from the hospital, ¿final diagnosis¿: implant failure with breakage of implant with non-union right sided grossly comminuted distal femur fracture.

Manufacturer narrative:
Patient¿s date of birth and weight are not available for reporting. Date of plate breakage is unknown. Additional device product codes: jdp, hwc. (B)(6). (B)(4). A device history record (DHR) review was performed on part # 02.124.416, lot # 9482372: manufacturing location: (B)(4), manufacturing date: 28.may.2015. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed on the subject device. Part not received in the original packaging. The part number and lot number etched on product match to complaint system and DHR. The returned plate is broken at level of variable angles holes 6 and 7. According to the complaint description: the plate was broken from the middle. The forging blank used to produce lot 9618066 is article 60061873 / lot 18207. The certificates of the forging and of the related raw material have been reviewed. In the certificate it is reported that the material fulfils the specification. The returned plate was re-inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿broken/cracked¿ reported in the procedure. The plate is broken at the level of the holes va 6 and 7, the hole va 8 is damaged, for this reason the measures could not be taken at the level of those holes. The holes va 3/4/5/9 were found conforming to specification. Since the holes are manufactured using the same cnc program and tools (repeated features) it is possible to conclude that all holes were conforming to specifications. The plate thickness and width were measured in different points of the plate and found conforming. No evidence of manufacturing related non-conformance. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid for (B)(4) because there is no evidence of issues manufacturing related. No manufacturing related issue was identified. X-ray review confirmed that the fracture line can still be observed in the x-ray image showing plate breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016 a patient was implanted with variable angle (va) condylar plate on its right femur to fix the multi fragmentary distal femur fracture. Patient was in bed rest for 3 months & was only allowed passive hip & knee bending for 3 months. He was allowed active straight leg raise (slr) only after a period of 3 months. After 6 months of surgery patient started toe touch weight bearing with bilateral axillary crutches. The patient developed sudden pain after 3 days of walking and visited surgeon. X-ray taken on an unknown date revealed that the plate was broken from the middle and patient had non-union of right sided grossly comminuted distal femur fracture. Plate breakage occurred through 3 screw holes. Plate broke without weight bearing. Patient experienced severe pain and was unable to walk. Patient is young adult, no obvious abnormality for patient outcome. On (B)(6) 2017 broken implants, fragments and all the screws were removed and patient was revised with bone graft and antegrade femoral nail (afn). Procedure was completed successfully with no surgical delay. This report is for one (1) 4.5 mm va-lcp curved condylar plate/16 hole/336 mm/right. This is report 1 of 1 for (B)(4).